Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0tryy, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she was getting about 50 percent symptom relief but still had some symptoms. On (B)(6) 2015, she did not feel stimulation, had a loss of therapy, and had a return of symptoms. Suddenly she noticed that she was going to the bathroom more. Therapy was on and the patient tried increasing stimulation on her own; she was able to feel stimulation initially, then the sensation went away. The current amplitude was 1.8 volts and the situation was not resolved. There were no medical procedures, electromagnetic interference, traumas, or falls that could be related to the issue. No potential event causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.